Manufacturer narrative:
Evaluation of the device showed the threaded portion of the anchor is missing, which remains in the patient as reported. The eyelet and suture remain in the inserter shaft. The hex of the anchor is no longer aligned with the inserters hex. Removal of the anchor eyelet from the inserters shaft showed the eyelet to be deformed and twisted. The shaft of the inserter is slightly bent. The condition of the device is consistent with excessive forces being applied during use, however no conclusion could be made for the reported device failure. (B)(4) (B)(6) 2004. .

Event description:
Operating room (o.r.) Nurse stated that during a plantar fasciotomy procedure the anchor broke during insertion. The surgeon pre-drilled with the 2.5mm drill and went to insert the anchor when it broke at the eyelet. The threaded portion of the anchor was left in place and the repair was completed with a suturing technique. A delay of five minutes resulted. It is unknown if the surgeon used the ao two-finger technique while inserting the anchor. No patient injury or complications resulted.